Manufacturer narrative:
The reason for reoperation: "liquid coming out of her implanted area". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "liquid coming out of her implanted area". Device remains implanted. This record is for the right side.